Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.

Event description:
It was reported that a short circuit between lead and device was observed. The system was explanted and replaced.